Event description:
It was reported that the patient was presented in clinic with dizziness and lightheadedness. Inappropriate programming of the pulse generator was suspected. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.